Event description:
It was reported this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, two prostyle devices were placed using the pre-close technique. No resistance was noted during advancement of the prostyle devices into the anatomy. After step 4, both devices were very difficult to remove. On one of prostyle devices the lever didn't return to its original position. On the other prostyle device the lever returned to its original position but the foot was not completely folded in. Both prostyle devices were removed against resistance using excessive force. Both prostyle devices were removed intact, with no device separations noted. No vessel damage occurred. Both sutures pulled out of the artery straight away as the vessel wall was too weak to hold the sutures. After the procedure, an attempt was made to close the large-bore hole with a non-abbott device. Unfortunately, this was not properly sealed either. Consequently, a non-abbott stent graft was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 against resistance and excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open or close was not confirmed. The mal position of device and difficult to remove are procedure related and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was removed from the patient with excessive force. It should be noted that the electronic perclose prostyle instructions for use (IFU), states, ¿do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. Based on the information received and analysis of the returned device, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on observations from the returned analysis, a posterior cuff miss occurred. Calcification at the access site is likely related. The account reported a mal position of the device; therefore, it is likely the suture was pulled from the device during device removal giving the appearance of mal position. Additionally, it is likely that the foot when being closed surfed distally due to interaction with tissue/calcification/anatomy causing it not close. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.